Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd microlance¿3 needles was blocked. The following information was provided by the initial reporter: we inform you that we have received a customer complaint for a needle quality problem ("the patient couldn't do the injection, since at the time of injection, the system that delivers the product was blocked. There were no adverse events because the inoculation did not take place").

Manufacturer narrative:
H6: investigation summary: a device history record review was performed for provided lot number 210403 and the review did not reveal any detected quality issues during the production process that could have contributed to this reported incident. As samples were unavailable for return, our quality team obtained twenty retained samples of the same lot number from the manufacturing facility for further evaluation. None of the samples displayed signs of clogging. Based on the investigation results, an exact cause related to the manufacturing process could not be identified for this incident. If the affected sample becomes available for return for this or future instances, we would appreciate the opportunity to conduct a thorough analysis. During the cannula assembly process, needles are inspected for signs of occlusion as part of the in-process inspection. In certain circumstances, the drug used can become deposited within the cannula, causing the needle to block due to crystallization. Occlusion is most likely to occur if the drug remains in the needle for an extended period of time.

Event description:
It was reported that the bd microlance¿3 needles was blocked. The following information was provided by the initial reporter: we inform you that we have received a customer complaint for a needle quality problem ("the patient couldn't do the injection, since at the time of injection, the system that delivers the product was blocked. There were no adverse events because the inoculation did not take place").